Event description:
Suture breakage: customer reports that suture broke during coronary artery bypass surgery. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.